Manufacturer narrative:
It was reported that on (B)(6) 2025, "water was flowing like a steady stream into the nares". Due to this, pt became mildly tachypneic. The rn nasal suctioned the pt. Pt was able to be transitioned off hfnc. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Water entering breathing circuit requiring intervention.